Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system malfunctioned during a planned treatment/non-emergency treatment. The procedure was completed using another system. A philips remote service engineer (rse) inspected the system remotely and identified geometry failure after system restart. The analysis of log file performed by rse showed ¿unable to communicate with geo ipc¿ which confirmed the malfunction. A philips field service engineer (fse) examined the system on-site and found no geometry movements were possible. Upon troubleshooting, the fse identified geo pc was defective and needed replacement. The geo pc was replaced followed by installation of software to resolve the issue. The defective geo pc was returned to philips for further analysis. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. Following the replacement of geo pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave errors indicating that geometry movements were limited. No harm was reported to philips. Philips has started an investigation of this complaint.